Event description:
The facility reported a colleague infusion pump with failure code 570:320:844:0000. This condition had the potential to interrupt delivery. This condition occurred after use. There was no report of patient/user involvement, injury or medical intervention. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 570:320:844:0000 was not confirmed, nor duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A device history review was performed with no exceptions found during manufacturing. This issue has been escalated to CAPA. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.